Manufacturer narrative:
(B)(4).

Event description:
It was reported the alarm on the pump was heard but unconfirmed by telemetry. Pt heard an alarm on (B)(6) 2010, one day after flying on an airplane, until before pt got on a plane to head to texas on (B)(6) 2010. Company rep confirmed the alarm was due to riding on the airplane. No negative pt symptoms were reported. Pt heard the critical alarm 3 times in a 10 minute interval. Pump refill was scheduled for (B)(6) 2010. The drug, dosage and concentration were unk. Additional information has been requested and will be made as f/u as it becomes available.